Manufacturer narrative:
The stent was returned for evaluation. The delivery system was not returned. Physical evaluation and functional testing of the stent was conducted using sample devices retained for test purposes. The stent was able to be loaded into a microcatheter and fully deployed; however, photographs taken immediately after stent removal confirmed the stent was not open in the mid-section, as reported by the customer. There was no damage or other anomaly identified on the stent that could have caused or contributed to the stent expansion difficulty experienced in the patient and the conditions of use cannot be recreated at bench testing. The root cause could not be determined.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during the manufacturing of the device. Three MRI angiography images provided demonstrate a saccular aneurysm in the internal carotid artery at c3/c4. One photograph was provided of the fred immediately after removal from the patient. The stent is not expanded from the proximal to the mid segment. Thrombus/blood is visible within the stent. The images provided are consistent with the reported complaint details. The device was returned to the manufacturer for evaluation. The investigation is currently underway. The instructions for use (IFU) identifies vessel occlusion, vessel stenosis or thrombosis, and intracerebral bleeding or hemorrhage as potential complications associated with use of the device.

Event description:
It was reported that the fred was used to treat an internal carotid artery (ica) aneurysm. During deployment, the proximal end of the stent would not open; therefore, the fred was removed from the patient. Upon removal, thrombus was identified in the stent and in the m2 segment. Intra-arterial tpa was administered, followed by aspiration thrombectomy, which completely resolved the thrombus. Subsequent MRI imaging demonstrated a minor subarachnoid hemorrhage (sah) from the thrombectomy; however, there was no neurological impact to the patient.